Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture, low impedance and amplitude variation. Fluoroscopy revealed that the lead had dislodged. The lead was successfully repositioned on (B)(6) 2023. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction: previously listed reporter name as patient follow up physician, updating to nurse who first reported the event.